Manufacturer narrative:
H6: medical device problem code 1494 - incorrect anatomy. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Reportedly the suture placement in the superficial femoral artery. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not use the perclose proglide suture mediated closure (smc) system if the puncture site is located in the superficial femoral artery or the profunda femoris artery or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure thrombosis of small artery lumen. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that arteriotomy closure in the minimally calcified superficial femoral artery was attempted with two proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure via a 5f sheath. The sutures of two proglide devices were pre-placed. The sheath was upsized to a 12f sheath and the evar procedure was completed. Reportedly post-procedure, when the proglide knots were attempted to be tightened, the sutures of both devices came out of the artery. Two additional proglide devices were used successfully; however, after knot advancement and while holding pressure, no pulses were detected. A surgical cut down was performed and noted the vessel had crimped/narrowed. A small amount of thrombus was also observed. It was confirmed that the proglide sutures had not stitched the back wall of the vessel. Hemostasis was achieved via the surgical repair. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.